Event description:
Rptr noted minor corneal burn; no inervention required. Pt recovering well. Felt there was not enough suction at the end of phaco, but used system in subsequent cases without problem.